Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting system: serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 2/23/2023. Coolsculpting system: serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 4/04/2019.

Event description:
A customer reported a patient received coolsculpting treatment to the abdomen and flanks on (B)(6) 2025 and (B)(6) 2025 with cooladvantage applicator and cooladvantage petite applicator and was presented with paradoxical hyperplasia(ph) to the bilateral, upper and lower abdomen 5 months post treatment.